Event description:
Per the clinic, the patient experienced skin overgrowth, inflammation, pain, and crusting on the abutment site. The patient was treated with antibiotics (type, date, duration not reported), and underwent revision surgery (specific date not reported), in order to convert to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.